Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10653. It was reported the pt ((B)(6)) began experiencing heating, pain and swelling at the ipg site one month following implant. It was noted the heating sensation was felt at all times (both when charging the ipg and when not charging). The ipg was explanted. No further info is available at this time.